Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) worked with the hospital to identify that the data monitor in the control room had voltage but did not show image. The rse worked with the hospital to restart the host pc, which identified that no bios was visible on the data monitor during boot up. A philips field service engineer (fse) inspected the system on-site and confirmed an issue with host pc. The fse replaced the host pc and a hard disk, then installed the software which returned the system to use in good working order. The defective host pc was returned to philips for further analysis. The analysis confirmed that the power supply of the host pc was non-functional. Philips determined this to be the cause of the issue. The codes were updated based on the investigation outcome. Problem code grid was corrected.

Event description:
It has been reported to philips that the system failed during an examination with a loud noise. The procedure was continued using a mobile c-arm. There was no reported patient or user harm. The field service engineer inspected the system onsite and replaced the host pc, hard disks and returned the system to use in good working order.